Event description:
The reported event occurred after ion endobronchial lung biopsy procedures. Post procedure,19 patients developed acid-fast bacillus infections during a 3-month period after undergoing ion endoluminal procedures with endobronchial ultrasound (ebus). The same ion system was used in multiple instances, but in some cases there was no ion procedure, only ebus staging. The site was uncertain about the infection source. To address this concern, both the endoluminal territory associate and genesis endoluminal reprocessing trainer reviewed the site's workflows and reprocessing protocols. After the onsite review, the genesis endoluminal reprocessing trainer provided suggestions to prevent and minimize infections. Nevertheless, the site has identified ebus equipment as a potential factor and is investigating the olympus device as a more significant common element, since not all infected patients underwent ion procedures. Additionally, the site examined the medivator, lubricant, and other scopes comprehensively. No malfunctions were reported regarding the ion system, instruments, or accessories. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).